Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
It was reported to physio-control that the customer's lifepak® 15 monitor/defibrillator was used during CPR. It was reported that after the fifth shock was charged, the customer pressed the shock button, and the device made some strange noises and the screen went on black. It was not possible to turn off the device with the on/off button. The customer removed both batteries and reinstalled them and turned the device back on . The customer finished the case. This issue is patient related; however there was no adverse patient outcome.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue.  Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device locked up when attempting to resuscitate a patient. The customer indicated that during the event when attempting to deliver the fifth defibrillation shock to the patient, the device made a strange noise and the display appeared to turn off. The customer was then unable to power the device off when pressing the on/off button. The crew then removed the device batteries, reinstalled the batteries and then powered the device back on. The crew then continued using the device through the remainder of the event. The customer advised that the patient did not suffer any adverse outcome during the reported event.